Manufacturer narrative:
Main control board.

Event description:
It was reported by service report that the bed would not raise or lower electrically and was stuck at mid-height. No pt involvement or adverse consequences are reported.